Manufacturer narrative:
Patient's first admission for infection was documented in MFR report number 2916596-2018-01051. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had been diagnosed with cirrhosis related to abnormal liver enzymes and frequent ascites. Patient was also bacteremic related to a long term (more than 2 years) driveline infection of pseudomonas that had been chronically treated with antibiotics. Patient was home with hospice at time of death. Lvad support withdrawn. Primary cause of death was cirrhosis and secondary cause was multisystem organ failure.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the reported events (bacteremia, driveline infection, liver cirrhosis, multisystem organ failure, patient outcome) and heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. Multiple requests for additional information were sent to the center; however, no further details were provided. Heartmate ii lvas, serial number (B)(6), was not explanted for evaluation. The heartmate ii left ventricular assist system instructions for use (IFU), is currently available. Section 1 of this IFU lists local infection, driveline infection, hepatic dysfunction, and death as adverse events that may be associated with the use of the heartmate ii lvas. Care instructions in regards to preventing infection are outlined in various sections of this document. The heartmate ii lvas patient handbook is also currently available. Care instructions in regards to preventing infection are also outlined in various sections of this document. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30sep2015. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.